Manufacturer narrative:
On 07 march 2017 the r&d project manager checked the pictures of the explants, commenting: the images were analyzed. The stem showed a surface with the coating still present in some areas, while the blood covered the entire surface of the body. The cup and liner did not show any particular signs. As the stem, the surfaces of the acetabular system were covered with blood and tissue; moreover, the ceramic ball head showed some signs in the inner taper (due to the connection with the stem) and on the rim, probably occurred during the revision. From the received photos it was not possible to determine the root cause of the event. Batch review performed on 10 march 2017: lot 140069: (B)(4) items manufactured and released on 21 may 2014. Expiration date: 2019-04-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported problem. Not available.

Event description:
Versafit dm cup had moved and the surgeon decided to do a revision surgery 14 days after the primary. While the surgeon was removing the implanted femoral head and dm liner to access the cup, the stem also moved. Hence the procedure involved cup, liner, stem and head revision. The explants were not available after the case. X-rays not available.